Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mom reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer stated that the up button of insulin pump did not work. Customer was advised to observed time clock for one minute to verify if time advance and it does advanced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test.